Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurements have been gradually increasing over the past year from 50-60 ohms to 110 ohms in (B)(6) and 120 ohms since (B)(6) 2016. The patient was seen in-clinic today and impedances are now 128 ohms. Boston scientific technical services (ts) discussed this is most likely calcification on the coils growing over time. Ts suggested continuing to monitor and if impedances increase to 140-150 ohm range to bring the patient in and perform a 1.1 joule commanded shock to check the integrity of the system. No adverse patient effects were reported.